Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e216. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that the cable was damaged by the force of being pulled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope video intermittently turns off. The issue occurred during preparation before use. There were no reports of patient involvement.